Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation the service center replaced pollen filter and fine filter. The service center found the device passed all tests.